Event description:
It was reported that the ¿pump screen was barely legible¿. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was provided.